Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Four days after the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient treatment was not reported. At the time of this report, the patient was not recovered from peritonitis. On an unreported date, the pd therapy was discontinued. No additional information is available. This is report 1 of 3

Manufacturer narrative:
(B)(4). Removed minicap and minicap transfer set as these are no longer suspect products in this event. It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The nurse stated that the patient did not receive antibiotics for the treatment of peritonitis. Based on the nurse, according to their protocol, the pd catheter had to be removed. On the day of the onset of peritonitis, the patient¿s pd catheter was removed. On an unreported date, the patient started hemodialysis (hd) therapy. The patient was hospitalized for three days before being discharged. At the time of this report, the patient was fully recovered from peritonitis. The patient was not retrained on proper aseptic techniques, as the patient was switched to hemodialysis. No additional information is available. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. (B)(4).